Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2494, awareness date 04-nov-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted (B)(6) 2010. On (B)(6) 2010, consumer was dizzy and light headed, lost her balance, felt and shattering her right elbow. From time essure was implanted, it caused many problems that she never had before. Her balance was thrown off which caused her to lose her balance on a flat level surface and ended up chattering her right elbow causing her to have titanium parts put in her elbow and also while sitting down she lost her balance while trying to stand up and hit her head on the floor so hard. This device also caused romance to drop down to nothing because of it affects having massive stomach pains and making her think it was something else affecting her when it was the essure all along. She was always nauseous, and felt like she could not eat. When she ate, often times she could not hold it down. She experienced longer, heavier periods, severe fatigue, no energy, phantom pains in her sides, legs, back, and joints, muscle spasms that severely made her in constant pain; she became severely depressed, suffered increased anxiety, severe mood swings and became suicidal literally overnight. She stated that going to grocery store was so hard because she got anxious and would go into panic modes. She rarely talked to anyone stopped talking to friends and was in total isolation. On (B)(6) 2015, she had it removed (hysterectomy performed) and within a week it was noticed a big change in her being more interacted with her family and waiting to do things which was great for use but she still has a long recovery ahead of her from the side effects of the essure being implanted and her ovaries were still in shock from surgery and still waiting to see if she gets to keep them or not. After hysterectomy, she was still suffering from having had those coils in her body for so long. The worst part of it all was that she became someone that her kids no longer knew. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced longer heavier periods. She had essure removed (hysterectomy performed). This event is serious due to its medical importance and listed in the reference safety information for essure. In this case, no alternative explanation was provided. Considering its nature, a causal relationship cannot be excluded. This case was regarded as incident since surgical intervention was performed. Additionally, other serious events (unlisted and unrelated) and non-serious events were reported. According to product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.